Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During troubleshooting, the customer tried actuating the scope verification switch at the 12:00 position of the clv-190 socket and the panel lights continued to blink. During evaluation, it was observed, the scope socket was faulty, the locking mechanism and scope detection slide were not functioning, which was causing the front panel to blink constantly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the panel lights of the evis exera iii xenon light source were blinking during preparation for a diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.